Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 48-year-old female with newly diagnosed cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on impella support, the patient had access site bleeding. Pressure was held and angle matching was performed unsuccessfully. Purse string suture placed, blue suture hub advanced appropriately and re-sutured blue wings, femstop applied briefly. Act 148, protamine 50mg was given and site quickly achieved hemostasis.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05826. B5 patient outcome and mso statement added. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.